Event description:
Event description guidant received information that this transvenous defibrillation lead measured a sharp rise in shock impedance. The measurement is now out-of-range. There is no reported noise and other lead diagnostics are acceptable. The patient, a young and active gentleman, denies any chest trauma. Of note, the rate/sense portion of the lead was replaced several years prior.